Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was seen in the emergency room following a syncopal episode. Upon device interrogation, is was noted that the patient's atrial arrhythmia was also being undersensed. Boston scientific technical services (ts) discussed that atrial sensitivity settings may be considered for programming optimization. No episodes of ventricular tachycardia (vt) were recorded by the device. No additional adverse patient effects were reported. Remains in service.